Event description:
Patient was scheduled for surgery to take skin from her left leg and place it on her right ankle. The surgeon was using a padgett model s slimline dermatome. The surgeon noted that the dermatome was making a "loud clacking noise." A few minutes later when he was using it, it took a big chunk out of the patient's leg at the graft site. The unit was sent for service. The unit was fairly new, 2 yrs and 1 month old. They found a bearing out. The surgeon reported that the wound healed fine, and you can no longer tell that a chunk had been taken out of the patient's leg during the graft.